Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 596 mg/dl. Upon troubleshooting, it was found that insulin did not exit from the tubing and alarmed no delivery during a fixed prime. Advised the customer to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Insulin exited the tubing. Advised that the insulin pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. The customer treated with a manual injection. The customer's husband stated that he felt her blood glucose was high because she had been off of insulin pump therapy for a while. Advised to monitor every 15 minutes and to call if any issues recur. Nothing further reported.